Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into the patient? No. Was the needle retrieved during the same procedure? It was still on the needle holder was additional tissue incision required to retrieve the needle? No. What is the lot number of the product? Mbj920.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke at the first stitch. There were no adverse patient consequences reported. Additional information had been requested and was received.